Event description:
The customer reported that they heard a loud noise and could smell smoke.

Manufacturer narrative:
(Conclusions) - the customer reported that they heard a loud noise and could smell smoke. The field service engineer investigated and found that the high voltage tank was defective. A defective high voltage tank prevents the system generator from generating sufficient energy rendering the x-ray generation inoperable. From trending of spare parts use, it is found that the replacement rate for this part is very low and stable. There is no need for a mandatory field action.